Event description:
A malfunction was reported on the pump, though no significant events occurred beforehand. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to call back if any malfunction code recurs.